Event description:
Pt was revised to address stiff knee.

Manufacturer narrative:
The products were not returned for examination. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the root cause of the reported pt stiff knee without the product to examine. Provided information suggested the size device implanted at the primary surgery did not achieve the desired range of motion. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.